Manufacturer narrative:
Updated data: h6 conclusion: the subject delivery catheter system (dcs) was discarded by the customer and as such no analysis could be performed. Procedural images were provided and upon review there was evidence that the nose cone was inside the valve frame after dislodgement which would support that the nose cone might have interacted with the evolut frame causing the dislodgement. The reported event indicates that while removing the dcs from the patient, the valve dislodged from its position into the ascending aorta. Dislodgement of the valve by the distal tip is related to operator technique or experience; the evolut instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: four static images and six media files were provided for review. Partial patient¿s executive summary was provided for anatomical review. Patient¿s annulus perimeter measured 79.8mm with a perimeter derived diameter of 25.4mm suggesting a 29mm evolut. Fluoroscopy valve load inspection was provided for review and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the implant attempt. Valve depth prior to release was deemed adequate, approximately 3mm on the non-coronary cusp. It was reported that the valve dislodged aortic during removal of the delivery catheter system. Evidence shows the nose cone inside the valve frame after dislodgement which would support that the nose cone might have interacted with the evolut frame causing the dislodgement. Of note, medtronic recommends caution while withdrawing the delivery catheter system to minimize interaction with the evolut frame. As stated in the instructions for use (IFU), potential risks associated with the implantation of the evolut fx bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was implanted into the native annulus. A pre-implant balloon aortic valvuloplasty (bav) was performed. The cuspal overlap technique was used and training guidance for a slow deployment of the valve was followed. Prior to slowly withdrawing the delivery catheter system (dcs), the nose cone was centered within the frame inflow by slightly retracting the guidewire.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was successfully implanted. Afterwards, while removing the delivery catheter system (dcs) from the patient, the valve dislodged from its position into the ascending aorta. A second (non-medtronic) valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-29 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.